Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their implantable pulse generator (ipg) "going off" at the same time every day. The timing correlates with the atrial capture management function. The ipg remains in use. No patient complications have been reported as a result of this event. On 2019-06-25 it was further reported that the ipg was reprogrammed.